Event description:
A surgeon reported four cases of post-operative inflammation occurring between post operative days 4 and 7. Pts have exhibited central descemet's folds, a decrease in visual acuity, photophobia and ocular pain. Pts have been treated with topical steroids. This pt had a lens implant on 09/21/1998. Surgeon examined pt on day 7 and visual acuity was 0.4, while at day 1 visual acuity was 0.7. (This is four of four medwatch reports being filed.)